Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four days post implant an atrial lead position check failure and possible far field r-wave (ffrw) oversensing were noted on the right atrial (ra) lead. High thresholds and short v-v intervals were also noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.